Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. Two 3cg stylets were returned for investigation. None of the piccs were returned for investigation. The segment of polyimide tubing on each stylet was curved and/or bent due to multiple bends in the polyimide tubing and core wire. It was reported that the stylet was broken; however, a microscopic examination revealed that the polyimide tubing and core wire on each stylet were intact. Continuity through the stylet was confirmed with the multimeter. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recx4042 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx4042) have been reported from the same facility.

Event description:
Returned were two kinked stylets. No other information provided. This report addresses the second device.